Event description:
It was reported by service report that the CPR release does not work properly. No adverse consequences have been reported. No injury reported.

Manufacturer narrative:
Result code description: CPR cylinder.